Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up, it was observed that the event markers were desynchronized from the egm in a vt (ventricular tachycardia) episode dated (B)(6) 2020 at 14:12. In addition, the patient was hospitalized due to an arrhythmic storm, and an upgrade from ICD to crt-d has been planned for (B)(6) 2020. Before the re-intervention, the customer asked for the confirmation that there was no issue suspected with the ventricular lead. Preliminary analysis results did not reveal any ventricular lead issue. Analysis confirmed the reported markers desynchronization and revealed that it was due to data corruption in the egm recorded on (B)(6) 2020. The exact root cause of this corruption has not been identified yet at this stage of the analysis.

Manufacturer narrative:
D7 was updated: the device was explanted on (B)(6) 2020 for an upgrade to a crt-d.

Event description:
Reportedly, during a follow-up, it was observed that the event markers were desynchronized from the egm in a vt (ventricular tachycardia) episode dated on (B)(6) 2020 at 14:12. In addition, the patient was hospitalized due to an arrhythmic storm, and an upgrade from ICD to crt-d has been planned for on (B)(6) 2020. Before the re-intervention, the customer asked for the confirmation that there was no issue suspected with the ventricular lead. Preliminary analysis results did not reveal any ventricular lead issue. Analysis confirmed the reported markers desynchronization and revealed that it was due to data corruption in the egm recorded on (B)(6) 2020. The exact root cause of this corruption has not been identified yet at this stage of the analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, it was observed that the event markers were desynchronized from the egm in a vt (ventricular tachycardia) episode dated (B)(6) 2020 at 14:12. In addition, the patient was hospitalized due to an arrhythmic storm, and an upgrade from ICD to crt-d has been planned for (B)(6) 2020. Before the re-intervention, the customer asked for the confirmation that there was no issue suspected with the ventricular lead. Preliminary analysis results did not reveal any ventricular lead issue. Analysis confirmed the reported markers desynchronization and revealed that it was due to data corruption in the egm recorded on (B)(6) 2020. The exact root cause of this corruption has not been identified yet at this stage of the analysis.